Event description:
It was reported that during the implant of an right atrial (ra) lead, the lead could not initially reach target position and was difficult to advance due to the patient's atrial structural remodeling, in addition to vascular adhesion. Once the lead finally reached target position, the patient experienced chest pain, and it could not be affixed well. In addition, high thresholds were observed. The physician chose to not implant the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.